Manufacturer narrative:
Records indicate this lead remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable defibrillation lead expired one day post implant. There were no allegations against product functionality, however it was reported the patient experienced a pneumothorax. A chest tube had been inserted and 250 cubic centimeters of fluid was removed. The patient was then made comfort care and subsequently expired.